Manufacturer narrative:
Study title: post-market clinical performance evaluation of actifuse shape type of study: a retrospective study protocol number: bxu537243 site number: 01001 subject number: us020003 should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a patient underwent a spinal surgical procedure with placement of actifuse shape 1-2mm in the posterolateral lumbar region. It was reported the patient was discharged three days after the procedure with no post-operative complications reported. Approximately three and a half months post-op, the patient underwent magnetic resonance imaging which revealed a left facet cyst. Approximately four months after the MRI, the patient underwent a surgical procedure to excise the cyst. The following day, the patient was discharged. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.